Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device, since the serial number was not valid. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the distal cover likely, easily detached from the scope, due to the following: 1. The distal cover was insufficiently attached. 2. The user applied a load of friction to the distal cover by twisting, pushing and pulling it in body cavity or stress such as an interference with the mouthpiece, during the procedure. However, the root cause of the reported event could not be determined. The event can be detected/prevented, by following the instructions for use (IFU), in sections: ¿operation precautions¿: ¿preparation and inspection: attaching accessories to the endoscope¿. This supplemental report includes a correction to d4 and e3 from the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during a therapeutic endoscopic retrograde. Cholangiopancreatography (ercp) the distal cover fell off the duodenovideoscope and into the stomach of the patient. The procedure was completed. Upon follow-up with the customer, it was reported that the patient was returned to the procedure room and an esophagogastroduodenoscopy (egd) was performed to retrieved the distal cover using an egd scope. There was no reported patient injury.

Manufacturer narrative:
This report is related to the following linked patient identifier: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.